Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remained implanted after the valve-in-valve procedure. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. As the device remained implanted in the patient and no evaluation was able to be performed, the root cause for the stenosis and regurgitation remains indeterminable. However, it is possible that patient related factors and progression of an underlying disease may have contributed to the reported events. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient with a failing 23mm pericardial aortic valve underwent a valve-in-valve procedure with a 23 mm transcatheter valve after an implant duration of 14 years and 20 days due to severe aortic stenosis and moderate aortic insufficiency. Both devices remained implanted. Per obtained medical records, the patient presented with worsening shortness of breath, nyha class iii-IV symptoms, and was found to have significant aortic stenosis. During the valve-in-valve surgery, the 23 mm transcatheter valve was deployed without difficulty. There was no significant perivalvular leak. The patient tolerated the procedure well and was transferred to the cardiac intensive care unit in stable condition.